Event description:
The customer reported this pt was admitted to the hosp due to syncope. The physician suspects oversensing and pacing inhibition; this unipolar lead measurements are as follows: impedance is 566 ohms, sensing at 5 m v and threshold measurements at 1.0 v at .5 ms. The physician noted they will look at adjusting the device sensitivity settings. The lead remains actively implanted for approximately 7 years, 9 months.

Manufacturer narrative:
The lead remains actively implanted, and as a result, the clinical observation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.